Manufacturer narrative:
Sections with additional information as of 25-oct-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes - frequent urination and thirst. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated she has obtained high blood glucose results from 229 to 400 mg/dl (fasting/non-fasting status was not disclosed). At the time of the call, the customer reported symptoms of frequent urination and thirst. Coordinator had initially spoken with customer - customer had told coordinator she had a doctor's appointment that afternoon (reason undisclosed). Customer's information was provided to technician for follow-up. Technician was unable to contact the customer via telephone, no further information was able to be obtained.